Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent pedicle subtraction osteotomy(pso) at l3 for correction of sagittal balance. Post-op, the implanted rods broke due to patient's fall on back by being pushed. As a result, a revision surgery was performed to completely explant the broken rods, to stabilize patient's condition. No patient complications were reported.

Manufacturer narrative:
X-ray review- post-op x-rays for thoracolumbar fusion showed bilateral rod fracture after more than 1 year from the surgery. Lateral bony fusion appeared present at the lumbar levels below the fracture on one of the provided ap(anterior posterior) images although this would be better assessed by CT. This fracture was presumably caused due to patient's trauma. If information is provided in the future, a supplemental report will be issued.

Event description:
In the revision surgery, stabilization was performed from t7-l5; a combination of remaining ti rod with double cocr rod and mrc connector was used to secure solid construction for optimal fusion.